Event description:
Diluent did not transfer through the vial spike to dilute study drug.

Manufacturer narrative:
The sample has been requested for return and is pending investigation.

Event description:
Diluent did not transfer through the vial spike to dilute study drug.

Manufacturer narrative:
No samples were available; however, pictures were provided. The site prepared the samples as per the instructions for the reconstitution and was done under sterile condition. No abnormalities had been observed. Additionally, review of release documentation of lot showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All final product release results met specifications. The manufacturing batch record review revealed no abnormalities for the production steps formulation, filling, lyophilization and crimping at manufacturing site la24b, that might have caused the complaint regarding "no diluent transfer" for lot m5a001 during processing in pharmaceutical manufacturing site la24b. A 100% visual inspection of lot m5a001 including a lighthouse test was performed during release testing and did not show any conspicuity regarding the complaint issue. All final product release results met specifications.